Event description:
MFR received implant card for pt noting that her vns therapy pulse generator was replaced due to end of svc, and that the elective replacement indicator read "yes" prior to replacement. Battery life calculation was subsequently performed, which showed that the device should have had approximately 6.93 years remaining until the elective replacement indicator read "yes". Product was disposed of, and will not be available to manufacturer for product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.